Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connection between a supply bag and the automated peritoneal dialysis set during use with the home patient (hp) not connected. The hp stated that the connection was not tight enough and the solution leaked. The hp tightened the connection. The technical services representative (tsr) advised the hp to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.